Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the wireless footswitch would only work if connected to the charger. The wired footswitch was installed. A philips service engineer inspected the system onsite and replaced the wireless footswitch and wireless base station. Updated codes based on investigation.

Event description:
It has been reported to philips that the wireless footswitch did not work. The system was not in clinical use. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.